Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the battery test was failed due to malfunction of battery. The battery was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. (B)(6).

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the battery test failed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.